Event description:
It was reported that the patient presented in clinic for follow up. The pulse generated exhibited a loss of telemetry and was unable to be interrogated. No interventions were reported. The patient was stable.